Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via email on (B)(6) 2018 that they received an error code e. Customer also reported issues with battery longevity and no delivery alarms. Blood glucose level at the time of incident and call is unknown. Troubleshooting did not occur. Product will not be returned for analysis.